Manufacturer narrative:
Follow-up #1 date of submission 09/29/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/10/2015 with the following findings: a review of the black box data showed evidence of reboots on 07/29/2015. A visual inspection of the pump showed that the battery compartment was cracked. The pump powered on to a blank display screen; the complaint could not be fully investigated due to this. The pump case was removed and no evidence of moisture ingress or loose components was found.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.